Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: after testing several from the same lot # I personally can attest to the safety getting "stuck" during retraction into the device.  Another event occurred on (B)(6) 2025, with the same issue, but with a different lot # and this was isolated as far as I can tell. No event occurred resulting in a contaminated needle stick injury.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: bd has received the empty packages, and a thorough visual inspection revealed that no device was found within the sealed packaging. A device history record review was completed by our quality engineer team for provided material number 382523 and lot number 4025345. A quality notification related to the reported defect was initiated during the build of this lot, however without a sample we cannot confirm that this failure was related to that notification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.